Manufacturer narrative:
After several attempts were made to obtain the catheter referenced in the initial report, it was not returned to siemens; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined. Based on trend analysis, the probable cause of the reported phenomenon could be stack damage or saline contamination due to user error. Reference complaint # (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that after a female patient was sedated, she underwent an atrial tachycardia procedure. After the ultrasound catheter was inserted into the patient's heart, the physician attempted to obtain images of the left atrium. While the physician was using the ablation catheter, the catheter generated a temperature error and was unable to go into ablation. The user ensured that the pump was irrigating and replaced the cable; however, the issue was unable to be resolved. It was further reported that the ultrasound catheter had a circular ring and had displayed a poor quality image. The catheter probe and the swiftlink were reconnected but it did not resolve the problem. Both the ultrasound and ablation catheters were replaced to continue and complete the procedure. There was a delay of 10 minutes while the catheters were prepped. There was no loss of data and there was no patient adverse event reported. No additional information was provided.